Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin shot out when attempting to prime. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.